Manufacturer narrative:
Correction to bsc aware date from (B)(6) 2023 to (B)(6) 2023.

Event description:
It was reported that this electrode exhibited noise, oversensing resulting in an untreated episodes. Technical services (ts) discussed troubleshooting options. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic in which the vector was switched to primary. An x ray was performed which revealed the coil had migrated to the right side of the chest up top a little bit from the original implant. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise, oversensing resulting in an untreated episodes. Technical services (ts) discussed troubleshooting options. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic in which the vector was switched to primary. An x ray was performed which revealed the coil had migrated to the right side of the chest up top a little bit from the original implant. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.